Manufacturer narrative:
Investigation: the claimed lot 8075990 that was manufactured in 22-mar-18 to 23-mar-18 at multivac r530-1 and it was verified the tests of ¿absence of component¿ and there were no records that could lead to this claim during inspections. After visual analysis of the attached sample photo, it can be seen that the product was without the plug. The incident in question may have been caused due to accidental fall of the plug during the filling of the packaging machine multivac r530-1.

Event description:
It was reported that the insyte 18ga x 1.16in was noticed without a lower plug before use. The following information was provided by the initial reporter: "catheter arriving without a lower plug."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 18ga x 1.16in was noticed without a lower plug before use. The following information was provided by the initial reporter: "catheter arriving without a lower plug."